Manufacturer narrative:
Product ID 3389s-40 lot# v333264, implanted: 2010 (B)(6); product type lead product ID 3389s-40 lot# v386595, implanted: 2010 (B)(6); product type lead product ID 7426 lot# serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3550-05 lot# n243723, implanted: 2010 (B)(6); product type accessory product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3550-05 lot# n244450, implanted: 2010 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, the patient had a stroke about a month prior to this report. Additional information was requested, but was not available as of the date of this report.